Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced inflammation, pustules, infection, fever and limping. The reaction was under entire patch area but described as the insertion area. The patient went to the hospital on (B)(6) 2024 for pain. The patient underwent incision and drainage the same day. He was treated with unremembered antibiotic. After 2 days, the dressing was removed and he was given topical mupirocin. At the time of the report nearly a month later, the patient was recovering but had paresthesia when walking. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl (B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).